Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. See related case (B)(4) for the allegation against the unknown lot. The product was discarded.

Event description:
The caller reported that several infusion sets from lot 1391632 were leaking at the headset. The caller also reported that this has occurred with different lots of infusion sets.